Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that four days after implant the patient developed a slight hemoptysis. The patient chest ache worsened and they began to severely cough blood. These symptoms were considered life threatening and the physician conducted an emergent intervention. A proximal type I endoleak was then observed. An additional valiant stent graft was implanted and the event reportedly resolved. Per the physician, the cause of the hemoptysis was possibly related to blood leaking to the lung and respiratory tract. Per the physician, the cause of the proximal type I endoleak may have been due to the proximal stent not adhering to the vessel wall but the physician could not confirm whether this was the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the patient coughing up blood and the reported proximal type I endoleak could not be determined from the limited still images provided. The anatomy at implant is unknown, additional images during implant were not available, and CT¿s prior to and post-implant were also not provided. Review of 2 still angiograms revealed that a single valiant device was positioned from just caudal to the lsa, and extended across the arch and into the descending thoracic. The stent graft was mildly angulated and appeared to be well opposed proximally, and no clear endoleak could be confirmed. The other image revealed that an additional valiant device had been implanted 10 ¿ 20mm proximal to the previously implanted device. The device was positioned just distal to the lcca; however, the lsa was patent. The devices were patent and no endoleak or other obvious stent graft issues were observed. Although not confirmed, it is possible that the reported proximal type I endoleak may have been caused by the stent graft not conforming to the vessel wall, possibly due to calcification and/or thrombus at the proximal thoracic seal. It is also possible that there was a pre-existing or post-implant fistula between the treated aortic ulcer and lungs/esophagus, that may led to the reported hemoptysis via the proximal type I endoleak. The cause of the potential fistula could not be determined. If information is provided in the future, a supplemental report will be issued.